Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/15/2025. An investigation was conducted on 08/202/205. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly was observed loaded in the delivery device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no visual defects observed on the tension spring assembly. However, a crack was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.219 inches ((B)(6)). The length of the delivery tube was measured at 2.50 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" and the analyzed failure crack were both confirmed. The lot # 3000479466, history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, patient was in the room. Hst iii system (4.3mm) was damaged coming out of the box. They were unable to squeeze the blue wings together to roll up the proximal seal. The device never came in contact with the patient. Another heartstring was pulled from the shelf to finish the case. No harm to patient. No procedural delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.